Event description:
The pt experienced seizures on the left side of her body which is where her device was located. She was trying to rule out her stimulation as the cause. She was able to see her "skin jump" when the ins was on, but she is very thin. Her stimulation "gets better and better over time". Her stimulation works well for her. It was noted that her neurostimulator "moved" during pregnancy. She had a full term pregnancy with no complications. Add'l info has been requested.

Manufacturer narrative:
(B) (4).